Manufacturer narrative:
Initial.

Event description:
It was reported that a user received an invalid code alert on the ilet while attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor, which was traced to the ilet being set to the dexcom g6 sensor type and thus interpreting the entered pairing code as invalid; the user changed the ilet setting to dexcom g7 and re-entered the code to initiate pairing. No adverse clinical symptoms reported. Outcomes included no health impact or medical intervention. User support included customer support troubleshooting and user education regarding correct sensor selection and pairing workflow. Investigation of this case revealed user error related to incorrect sensor type selection, with no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect configuration and was resolved through instruction.